Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. No programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No intervention was done. There were no patient consequences.